Event description:
Resident was found entrapped in the side rail of hospital bed between the mattress and lower bar of the rail. Accidental death was attributed to this event. The side rail application was such that the gap was greater than ususal. Additionally an air mattress was applied by an outside agency which was not known to management adding to the potential for slippage or sliding of the resident. The weight of the lower extremities pulled the resident down into the position described above.